Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The patient reportedly expired due to the pre-existing conditions. The graftmaster covered stent did not cause or contribute the patient death. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with cardiomyopathy (enlarged heart), ejection fraction 25%, throat cancer and failure to thrive. A 4.0x23mm xience stent was implanted without issue to treat significant stenosis and calcification in the proximal lad. A guidewire (gw) perforation occurred due to a non-abbott gw. The graftmaster stent delivery system (sds) was advanced for treatment, but failed to reach the perforation due to the calcification in the mid lad. The bleeding from the perforation was stopped using fat embolization. The patient went into cardiac arrest from the bleeding, which caused cardiac tamponade. CPR was performed and the patient was intubated. Patient transferred to ICU and on the same day the patient expired. The patient reportedly expired due to the pre-existing conditions. The graftmaster covered stent did not cause or contribute the patient death. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.